Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and subsequently passed away. On an unreported date, the patient was hospitalized due to cloudy effluent. The cause of peritonitis was unknown and treatment for the event was not reported. On an unreported date, the patient died. The cause of the death was not reported and it was not reported if an autopsy was performed. It was not reported if the patient had recovered from the peritonitis event prior to their death. No additional information is available.